Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio then removed the system pcb assembly for further examination. Physio evaluated the removed system pcb assembly and determined that the cause of the reported issue was that the single board computer (sbc) was thermally sensitive.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while preparing their device for a training session, it would not complete the boot-up cycle. The customer advised that they pressed the power button and the device would attempt to power on, but the display was blue for a second before powering off completely. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.